Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1700177 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user loaded a clip and tried to litigate, the clip was broken in two.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge of unit 544230 hemolok ml clips 6/cart 84/box for investigation. Two and a half loose clips were also returned. One of the loose clips was returned closed, but the rest were broken in half at the hinge. Half of a clip was returned in the cartridge and it was also broken in half at the hinge. The clips appear used as there is biological material present on the clips. The damages observed to the clips are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. The clip applier was not returned. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clip broken" was confirmed based upon the sample received. The clip cartridge was returned with half of a clip that was broken in half at the hinge. Additionally, 2.5 loose clips were returned. One of the loose clips was returned closed, but the rest were broken in half at the hinge. The damages observed are consistent with hyperextending the clips, improper loading of the clips and/or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that when the user loaded a clip and tried to litigate, the clip was broken in two.